Event description:
Report rec'd of a pump failing to alarm for air in line. The pump was infusing tpn with lipids. Reportedly, the pt's family called the customer and reported that there was visible air in the tubing, but the pump was not alarming for air in line. The customer replaced the pump and the tpn was resumed. The pt did not experience any adverse effects. The customer reported that there were visible air segments, approximately 2 to 2.5 inches in length in the tubing. Though requested, there was no further info available.